Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID t60a1b implantable pulse generator (ipg), implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was high right ventricular (rv) lead threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.